Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pd2338, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used for fascia closure. During the procedure, the suture was fraying. There were no adverse patient consequences. No additional information was provided.